Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via email that a patient underwent a right knee arthroscopy and aclr with allograft procedure on 12/16/2022. On (B)(6) 2022, the patient started to experience itchiness and small hives forming on the right leg near the scar. By (B)(6) 2022, the patient noticed redness around the incision site. The patient informed the surgeon and was given antibiotics and benadryl. By (B)(6) 2023, the issue was resolved and the skin looked normal. On (B)(6) 2023, the patient noticed swelling and redness at the incision site. The surgeon prescribed antibiotics but, eventually, an abscess-like bump formed in the leg, which was drained in an in-office procedure. Later, the abscess re-formed and burst on its own, and another round of antibiotics was prescribed. The patient underwent I &d. As of (B)(6) 2023, the patient is still experiencing redness, swelling, pitting edema in the right leg, abscess, drainage, and wound dehiscence. The patient has had bloodwork and cultures to find the reaction cause.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) of the reported failure can be attribute to patient specific event. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.